Event description:
The facility reports while lifting a patient, the sling clip broke, leaving the patient suspended in the sling on only three clips. The patient was then lowered back onto the bed and the sling removed from use. No injuries reported.